Event description:
Hearing performance with the device was affected. No specific incident of trauma was reported, however the parent indicated that the child has temper tantrums and tends to hit his head against the wall. Recipient was re-implanted on (B)(6) 2019.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Other damages found during device investigation are most likely related to the explantation surgery. The problems given in the recipient report appear to match the damage found.this is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. No specific incident of trauma was reported, however the parent indicated that the child has temper tantrums and tends to hit his head against the wall. No redness or swelling above the implant site was noted. Reimplantation is considered.